Manufacturer narrative:
The received device had the cannula assembly fully deployed. No tear was found along the complete fluid path during the leak test that would cause leaking from the pod. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 301 mg/dl, while wearing the pod between 4 and 24 hours. For treatment, the patient gave several correction boluses.